Event description:
The device was being utilized during a percutaneous transhepatic cholangiography procedure. Upon attempted removal of the needle, it was found the tip of the wire guide had separated. The separated wire guide tip was removed along with the needle.